Event description:
Physician reported left side deflation and replacement from textured to smooth due to the patients concern of the product. Device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe. As per the investigation procedure, creases and particles were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side deflation and replacement from textured to smooth due to the patients concern of the product. Device explanted and replaced.